Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was sample clotting and erroneously low platelet count and hemoglobin results. The patient was treated unnecessarily with red blood cells based on the low hemoglobin result. No further impact was reported regarding the patient or user. The following information was provided by the initial reporter: too low hemoglobin result, one time they gave red cells to customer in vain because of wrong test result.

Manufacturer narrative:
The following fields have been updated with corrected information: b1 adverse type: reported issue is both an adverse event and product problem b4 other details: unnecessary medical intervention with red blood cells treatment due to erroneous low results b5 describe event or problem: it was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was sample clotting and erroneously low platelet count and hemoglobin results. The patient was treated unnecessarily with red blood cells based on the low hemoglobin result. No further impact was reported regarding the patient or user. The following information was provided by the initial reporter: too low hemoglobin result, one time they gave red cells to customer in vain because of wrong test result. Other details: h1 type of reportable events: serious injury. The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-sep-2025. Investigation summary: bd received 101 samples and 5 photos for investigation. The samples and photos were reviewed and factors relating to the indicated failure modes of clotting and erroneous results were not observed. The singular tube in the image was investigated, and it seems to be a gouge inside the tube. Additionally, 100 retention samples of the incident lot from bd inventory were visually examined and no issues relating to clotting or erroneous results were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Factors that may contribute to clotting and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes (erroneous results-hemoglobin, platelets) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of all study samples demonstrated clinically acceptable performance for all visual observations evaluated including clotting. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint is unable to be confirmed for the indicated failure modes clotting and erroneous results-hemoglobin, platelets. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was sample clotting and erroneously low platelet count and hemoglobin results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.